Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. The patient experienced pain in the labia and had a four centimeter hematoma and was hospitalized due to high fever and pain. There was no infection as seen by culture. Additional information has been requested.